Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. It was noted that the patient received serval shocks through a merlin transmission. Some shocks may have been given for fast af that fell into the therapy zones. No issues with the lead or device were observed.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.